Event description:
Reporter alleged obtaining the results of 63 mg/dl, 63 mg/dl, and 133 mg/dl on compact plus system 1 compared back to back with the results of 53 mg/dl, 64 mg/dl, and 94 mg/dl on compact plus system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
(B)(6).